Event description:
It was reported by the patient that she has been experiencing seizures for the past five years. There has been no known medical intervention for the seizures. It is not known if the seizures are device related despite good faith efforts.

Event description:
It was reported by the patient that she has been experiencing seizures for the past five years. There has been no known medical intervention for the seizures. It is not known if the seizures are device related despite good faith efforts.